Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The alarm speaker was replaced.

Event description:
The hospital reported that the alarm speaker was not detected. There was no report of patient involvement.